Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.

Event description:
The lead was returned to the manufacturer. The reason for removal was unclear; it was indicated as "end of device life". The manufacturer device tracking system indicated a new lead was implanted. Further information is being requested from the hcp.